Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image blackout. The issue was identified during cleaning and disinfection. The procedure was completed with the similar device with no surgical delay. There was no patient involvement at the time the issue was identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was detected that image offset, occasional no images. Insertion tube is not olympus part, there is no heating plate in the operation part and no light bundle connector. The el plate is broken. Light guide plug broken. The ccd glass at the distal end and lg glass are fragmentation and broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is probably caused by third party repair. Although there was no indication of the third-party repair, non-olympus insertion tube improves that. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.